Event description:
It was reported that during a cryoablation procedure the account noted that the patient had a small effusion and blood pressure fell a little. The pericardial effusion got bigger and the blood pressure was unstable. A pericardial tap was performed and blood was withdrawn from the pericardium with a drain left in place. The blood pressure stabilized. The account indicated that it was unclear if the sheath or balloon catheter led to the perforation. The issue led to extended hospitalization for two to three days. The sheath and catheter were replaced. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Product event summary: the data files and the products, flexcath advance 4fc12 sheath with lot number 19433-040 and arctic front advance catheter 2af284 with lot number 96268-74, were returned and analyzed. The data files showed a system notice unrelated to the adverse event reported. A clinical issue was encountered during the procedure independent of any of the returned product inspection findings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.